Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a dialysis catheter. The customer states the catheter was inserted on (B)(6) and it needed to be removed on the (B)(6) 2012. The patient came in for the dialysis treatment and the nurse noticed micro bubbles in the circulation. She used the fresenius drainage bag to remove the bubbles and started a new treatment. Bubbles reoccurred and the drainage bag was utilized once more. The lines were reversed and immediately the nurse noticed there was air in the tubing. The ward nurse indicated that the air was a 50 cm long section of air bubble coming out of the catheter's venous side. The treatment was discontinued. Later that day, a new catheter which was placed in the femoral vein. There was bleeding complications when the initial catheter was removed.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.